Event description:
It was reported that immediately after rf power delivery started, the temperature of 70 degrees celsius was displayed on the generator and the rf power delivery stopped. The ablation catheter was extracted from the pt and when confirming the irrigation flow, the blood ejected from the tip and saline leaked from the handle. The procedure was completed successfully using another catheter of the same model.

Manufacturer narrative:
Once the device is rec'd, we will conduct an investigation and provide our findings in a follow-up report.